Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient went to the emergency room for withdrawal symptoms and was sent home with oral medication. It was reported that the pump would be refilled on (B)(6) 2019 but that the pump had not yet been interrogated. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl (6000 mcg/ml at 1802.1 mcg/day) and bupivacaine (40 mg/ml at 12.014 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had recently moved and was experiencing withdrawal symptoms over the weekend. The pump was interrogated and the following alerts/warnings were seen: "loss of therapy pump stopped for 1092 hrs. And 15 min. Service code 234","potential for underdose service code 232", "empty reservoir alarm occurred code 235" and low reservoir alarm occurred. It was noted that the patient had a magnetic resonance imaging (MRI) performed in (B)(6) 2019, the pump was last updated on (B)(6) 2019 and the patient was due for a refill. It was noted that the hcp was trying to get the patient to go to the emergency department. No further complications have been reported as a result of this event.